Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system was returned for investigation in used condition. Functional testing found that the device was leaking. The customer reported product problem was therefore confirmed. The leak occurred because the tank cover and plate clip were broken. These damages were attributed to misuse by the end user. This was established as the root cause of the product problem. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) was leaking from the bottom of reservoir. No patient injury or complications were reported in relation to this event.